Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a nurse was using a bd insyte¿ autoguard¿ bc shielded IV catheter, the catheter would not advance in the patient. The procedure was stopped and the nurse attempted to withdraw the catheter but the catheter would not come out of the patient. Multiple attempts were made to remove the IV and each time tenting of the patient's skin occurred. A physician was called to assist the nurse with the catheter removal. The physician numbed the area with a local anesthetic and removed the IV with a scalpel. No bleeding from the site or pain was reported by the patient.

Manufacturer narrative:
Results: 523 unused samples in sealed packages and one used catheter/adapter assembly in a specimen jar were received for evaluation. A visual/microscopic inspection of the unused samples revealed no bends, holes, kinks, splits, or wrinkles in the catheter tubing; nor the characteristic v shape of a spear through. A visual/microscopic inspection of the used sample revealed a cut in the catheter tubing approximately 1/4 inch below the catheter tip. The tubing edges were clean, slightly jagged with very little strings/flashing at the area. Additionally, there were two splits in the catheter tubing observed; one near the tip and one below the cut in the catheter tubing and there was bodily fluids/medications observed within the tip of the catheter tubing. The length of the return used sample was compared to the length of one of the returned unused units and none of the catheter tubing was missing. Using a toolmakers microscope, the length of the catheter tubing was measured from the end of the adapter to the tip of the catheter tubing (full length). The length was approximately 2.262 inches long. The unit measured within the lsl, the target length is 2.267; lsl is 2.261 and the usl 2.273. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5300816. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the defect associated with this incident was caused by the cannula spearing the catheter wall but it is uncertain whether the reported defect was caused by manipulation of the device prior to insertion or by the manufacturing process.